Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp reportedly was unable to reprime line and had to reset up with new supplies to complete treatment. No pt injury or medical intervention required per hp.